Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing of the device. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing of the device. As per additional information received from the patient, the patient confirmed that there were particles/residue in the water area and tube of the device. The patient cleans the device with warm water after every use every night. The patient was diagnosed with chronic respiratory failure in 2017 and received medical intervention/treatment. The patient also stated that they were diagnosed with copd, asthma or other chronic lung disease for which they received medical intervention/treatment. The cause of the diagnosis was lung disease and the patient stopped using the device 2 years ago, on their own. The patient also provided additional information that the mask causes a lot of moisture and is tight, and the machine is loud. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.